Event description:
A renegade microcatheter was used for a therapeutic embolization coiling. During the procedure, the coils would not get through the hub of the catheter. The procedure was completed with another device.